Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. The field service engineer (fse) inspected and reseated controller board connections, replaced the module and drawer controllers due to unstable retractor band and fit concerns, reseated cable connections on additional modules as a precaution, rebooted the device, reconfigured drawers 3¿1 and 3¿2, and validated functionality by testing all pockets individually using the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. However, there were no delays or adverse events or injuries reported based on this event.